Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient had developed a known nickel allergy with a severe skin reaction (redness, itching, swelling) within hours of applying an inset patch to the abdomen and flank. The healthcare professional initially suspected erysipelas but ruled it out after unsuccessful antibiotic treatment and confirmed an allergic reaction to the patch. Treatment attempts with protective dressings and cortisone spray provided no relief. No additional information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.